Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653 batch # 5154158. Rcc received a complaint via email. Small black particle noticed inside two sterile syringes (two separate lot numbers). Both are bd company. I've read online this could be from the rubber? Who knows!

Manufacturer narrative:
Pr(B)(4) follow up for device evaluation it was reported there are small black particles noticed inside two sterile syringes. To aid in the investigation, three samples were received for evaluation by our quality team. A visual inspection was performed. One sample has embedded dark colored specks at the bottom of the syringe barrel. The remaining two samples have embedded degraded resin in the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 5154192. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.